Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A doctor of ophthalmology reported that a lack of aspiration occurred during quadrants step of a cataract surgery with intraocular lens (iol) implant. The issue persisted even after changing the cassette and the handpiece. The nurse had to increase aspiration flow to 45cc/min because the system was blocked at 35cc/min. According to the nurse and the surgeon who were watching the surgery on the video screen, there was no aspiration flow at 35 cc/min. The surgeon felt that aspiration was back at 45cc/min and could completed the procedure. There are three systems at the facility and at the time of this report it was unknown which one was used. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the three possible systems met specifications at the time of release. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively.